Event description:
New information received notes that the patient's right ventricular lead was explanted. The patient was stable.

Event description:
New information received notes that the patient's right ventricular lead exhibited noise over-sensing resulting in episodes of high ventricular rate (hvr). Programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited episodes of noise. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.